Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. No under delivery or over delivery anomalies noted. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer has been experiencing low and high blood glucose for the past month with blood glucose of 250 mg/dl at the time of the incident. The customer was at 411 m/dl at the time of the call. The customer used the pump to treat the high. The caller believes the pump is over delivering insulin as the customer has also been experiencing lows. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.